Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Phone: (B)(6). Address: street address unknown/ not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that both lenses had several cracks at the edge of the optic (not in the middle of the optic). This was recognized after implantation, when the lenses unfolded. Since the cracks were not in the middle of the optic, the surgeon decided to leave the lenses implanted. There was no patient injury. No additional information was provided to abbott medical optics.